Manufacturer narrative:
UDI:(B)(4). Reporter's phone number (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was "spoilt". During service and evaluation, it was observed that the motor device bearings were damaged and the control, motor and coupling tool side were defective. It was further determined that the device failed the following pre-test: handpiece temperature, motor thermistor and safety. It was unknown if the event occurred during a surgical procedure. It was unknown if there were any delays to the surgical procedure. A spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.